Event description:
It was reported that the external pulse generator (epg) turns itself off and on and the battery door is stuck, with a cracked case near the atrial port. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the device shuts itself off and on and the battery door is stuck; device passed all incoming functional tests and bench testing. Analysis confirmed that the lower case is broken by the atrial output connector. Analysis found the upper case is broken, battery drawer is contaminated, keyboard is scratched, and the battery drawer o-ring is missing. (B)(4).